Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. It was not reported whether an autopsy was performed. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A review of the device service history was performed and did not reveal any previous service events that would have caused or contributed to the reported problem. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to have been originally manufactured in 1995. A request for the return of the device has been made. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should the device be received by baxter for evaluation or if any additional information becomes available, a follow-up report will be filed.